Event description:
Healthcare professional rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device visual analysis of the photographs identified: rupture: no observed openings in the device. In the photograph the device appears to be intact labeled left. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.